Event description:
Drug/diluent: ropivacaine, dexamethasone, toradol. Fill volume: 600 ml. Flow rate: 6 ml/hr. Procedure: unknown. Cathplace: unknown. It was reported that the pt was in the hospital after surgery, and the pump was found to be empty on day 3 and should have run until day 4. No adverse event reported. Date the pump was filled: (B)(6) 2013 (time not provided).

Manufacturer narrative:
Method: the sample has not yet been received, but was reported to be available. Results: as no lot number was reported, the device history record and lot history cannot be reviewed at this time. Conclusion: a follow-up will be filed when the investigation is completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis, trend information, or other analysis as appropriate.